Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had noise. The device was charging due to the noise. Programming changes were made to avoid non therapeutic shocks. Lead extraction and replacement was discussed. The patient was stable.